Event description:
On initial count, the package of view guard x ray detectable surgical sponges had 11, rather than 10 sponges. This is the third occurrence of an incorrect number of sponges from tillotson healthcare corp.